Event description:
It was reported that the device was used during a laparoscopic lung biopsy. It was reported by the rep that (1) tsb35 stapler fired once, it was reloaded one time and the instrument would not fire. Another instrument was opened and used to complete the case. There was no consequence to the patient.